Manufacturer narrative:
Additional information from section e phone number: (B)(6). The manufacturer's investigation is on-going, and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in france, edwards received notification of an evoque procedure. During the procedure, difficulties were encountered during insertion, causing damage to vessel. Post-procedural angiography of the groin revealed a vessel perforation below the bifurcation, which was successfully treated with stent placement. The patient remained in stable condition. The evoque implantation was initially attempted via the right groin; however, the height required to initiate implantation could not be achieved. Prior to creation of a contralateral groin access, a decision was made to switch to left femoral access. During vessel dilation, resistance was noted. The initial attempt, performed without upfront use of the 33fr dilator, resulted in the delivery system (ds) becoming stuck just below the bifurcation. A buddy wire was subsequently introduced, and dilation was repeated using all three dilators. Despite this, the 33fr dilator could not be advanced beyond the bifurcation. During the subsequent ds insertion, gentle manipulation with slight rotation against resistance allowed successful advancement of the delivery system, and the valve was successfully implanted. The device did not show any abnormalities. As per medical opinion, vessel injury was due to the limited vessel diameter and resistance when using the 33f sheath.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. The complaint for damage to vessel was confirmed with objective evidence through imaging evaluation performed by an edwards clinical imaging specialist. Based on the device history record (DHR) review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. After internal evaluation of the picture and imaging report the major root cause for the reported damage to vessel during insertion allegation, cannot be confirmed through imaging. The available information suggests that the patient anatomy conditions due to the limited vessel diameter, and the repeated maneuverability during dilation / insertion were contributing factors to the reported event. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. Additional type of investigation codes that were unable to be added in h6: labelling review